Manufacturer narrative:
In this report, section box h: device manufacturers (patient outcome code grid) has been corrected/updated.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged lung cancer. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed a whitish dust-like contamination consistent with mineral deposits in the iso port, on the interior side of the top enclosure, on and in the blower motor, and in the blower housing. Manufacturer observed many small scratches on the left panel. Dust-like contamination was observed on the top and bottom enclosure, on the pca, on and under the blower cap, on and in the blower motor, on the sound abatement foam and in the bottom enclosure. Manufacturer observed potential degraded sound abatement foam on the bottom of the blower housing and in the bottom enclosure, manufacturer observed a heavy amount of a whitish dust-like contamination on the dry box and dry box seals, in the humidifier bottom enclosure, on the heater plate, and in the lower base. An unknown contamination was observed in the water chamber. A brownish contamination was observed on the flip lid seal. A rust-colored contamination consistent with corrosion was observed on the screws in the bottom enclosure. Potential hair-like particles were observed in the humidifier bottom enclosure. Dust-like contamination was observed on the flip lid assembly and on the dry box seals, manufacturer confirmed the presence of degraded sound abatement foam the manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed dust-like contamination and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.